Manufacturer narrative:
A review of the software logs found messages that indicate the system is having a hardware problem, specifically, the graphics card or its connection to the motherboard. RMA issued; replacement computer shipped to site for resolution. A medtronic representative went to the site to replace the computer and test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Investigation of returned suspect computer was found to be fully functional with no problem found. System powered on/post/boot to login screen as expected; multiple cycles successful. No hdd or ram errors reported. System passed phd and all required testing. The reported event could not be (B)(6) by medtronic personnel. A medtronic representative, following up with the site, reported that the site is no longer experiencing issues with the system. The medtronic representative noted that after reseating the system cables the issue appeared to be resolved.

Manufacturer narrative:
On 08/23/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that their navigation system monitor screen went black with a no input detected message. The site representative did not have any details as to the exact date of the occurrence, the event date (B)(6) 2016 is documented in it's stead. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.